Event description:
It was reported the laparo-thoraco videoscope had no image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that due to stress of repeated use and external factors or handling of the device, the image sensor unit was damaged, which may have resulted in the subject event. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling device in accordance with the instructions for use (IFU): "chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ describes how to inspect for the event." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.